Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shut down and did not boot back up. The customer reported noise and beeping in the equipment room. Review of the system log files showed multiple main power issues. Upon troubleshooting, fse found a blown fuse inside the power distribution unit (pdu) and found the marathon uninterruptible power supply (ups) was defective. To resolve the issue, fse replaced the marathon battery pack and controller. After replacement, the system was returned to good working condition. The defective parts were returned to philips for failure analysis. The cause of the failure of the ups data integrity battery could not be conclusively determined, whereas the cause of the failure of the ups data integrity controller was found to be a charger failure and the power supply defect. Also, visual inspection showed burn signs inside the ups. Unit works with battery but will not charge it. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system shut down and did not boot back up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.